Event description:
Pt revised for pain.

Manufacturer narrative:
The product was not returned for examination. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the reported pt pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.